Event description:
Sample recovered 1.02 mmol/l. For ionized calcium. Redraw of patient sample after receiving medication to lower ionized calcium recovered 3.84 mmol/l. Same sample run using different methodology recovered 0.25 mmol/l. No information provided to determine if the results were used to guide therapy. If additional information is received, appropriate notification will be provided.